Event description:
This is a follow up report. Rptr is calling because he feels that nothing is being done despite his efforts in calling the state and local health dept, and radiation safety. He reports that he is now aware that the same facility "has injured three other people" since his experience in this machine in 1993. In one instance the table top tilted, dumping a lady onto the floor and breaking her hip. Another male pt experienced a radiation overexposure, and yet a third pt sustained an unspecified injury. Rptr feels that everyone involved "from the government on down" to the end user should be "fired" for allowing this device to remain in use. Rptr also stated he believes the hospital should be closed due to this machine. The event dates for the other three pts invloved are unspecified.

Event description:
This is a follow up report. Rptr is calling because he feels that nothing has been done despite his efforts in calling the state and local health dept, and radiation safety. He reports that he is now arware that the smae facility "has injured three other people" since his experience in this machine in 1993. In one instance the table top tilted, dumping a lady onto the floor and breaking her hip. Another male pt experienced a radiation overexposure, and yet a third pt sustained an unspecified injury. Rptr feels that everyone invloved "from the government on down" to the end user should be "fired" for allowing this device to remain in use. Rptr also stated he believes the hospital should be closed due to this machine. The event dates for the other three pts involved are unspecified.

Event description:
This is a follow up report. Rptr is calling because he feels that nothing has been done despite his efforts in calling the state and local health dept, and radiation safety. He reports that he is now aware that the same facility "has injured three other people" since his experience in this machine in 1993. In one instance the table top tilted, dumping a lady onto the floor and breaking her hip. Another male pt experienced a radiation overexposure, and yet a third pt sustained an unspecified injury. Rptr feels that everyone involved "from the government on down" to the end user should be "fired" for allowing this device to remain in use. Rptr also stated he believes the hospital should be closed due to this machine. The event dates for the other three pts involved are unspecified.

Event description:
This is a follow up report. Rptr is calling because he feels that nothing has been done despite his efforts in calling the state and local health dept, and radiation safety. He reports that he is now aware that the same facility "has injured three other people" since his experience in this machine in 1993. In one instance the table top tilted, dumping a lady onto the floor and breaking her hip. Another male pt experienced a radiation overexposure, and yet a third pt sustained an unspecified injury. Rptr feels that everyone involved from the "government on down" to the end user should be "fired" for allowing this device to remain in use. Rptr also stated he believes the hospital should be closed due to this machine.